Manufacturer narrative:
The complaint is confirmed; the handle was found to have a torque output outside of the adequate performance range. The cause of this issue is unknown; however, the cause of this issue could be related to the device not being returned for calibration testing at the specified interval or could be related to a lack of usage/extended time sitting in inventory, which can cause the internal springs to relax and lead to improper torque values. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the torque output of a torque limiting handle was found outside of the adequate performance range. This was detected during a preliminary calibration check by zimmer biomet spine personnel. There are no specific surgical procedures associated with this handle.